Manufacturer narrative:
(B)(4). The majority of the device remains implanted and in service. The removed suburethral portions of the mesh are not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a retropubic mid-urethral sling procedure performed. According to the complainant, on (B)(6) 2019, the suburethral portion of mesh was removed from the patient due to pain. Reportedly, some suprapubic portions of the mesh had previously been removed abdominally. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.